Manufacturer narrative:
Manufactured april 16, 2015 ¿ april 17, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed and the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had over infused. This occurred during patient infusion. The folfusor was filled with a total of 265ml of cytostatic agent and sodium chloride 9 mg/ml. It was stated that they the folfusor was empty after 18 hours when the infusion should have taken 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.